Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and failure to sense were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for heart failure. Upon interrogation, the right atrial lead exhibited loss of capture and sensing and the competitor his bundle pacing lead exhibited loss of capture. An x-ray revealed that the right atrial lead had dislodged. The lead was explanted and not replaced as the physician alleged the atrium was silent. The patient was stable.